Manufacturer narrative:
The account found the CPR lever was stuck in the down position. The account freed the CPR lever to repair the bed.

Event description:
The account alleged that the beds head and knee functions are not working.